Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy evo, japan device while in patient use. There was no allegation of patient harm. After the evaluation of the trilogy evo device at the manufacturer's service center, the device failed the active exhalation verification" for final test". The technician recommended replacing the device's 3-way solenoid valve to address the issue. Additionally, an evt_therapy_buzzer_fail error indicating a buzzer malfunction was observed as the relevant alarm was discovered in the event log. However, the issue was not duplicated, the buzzer assembly was replaced as preventive recurrence. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00)